Event description:
Pt obtained a value of 499mg/dl, while using the suspect device. Based on this result, pt reportedly delivered 20 units of insulin aspart and sought treatment at the hosp. Approximately 1.5 hrs later, pt's blood glucose reportedly measured 185 mg/dl, on a hosp device. An unspecified time later, pt's blood glucose was retested on a hosp device, with a result of 114 mg/dl. Reporter stated that no treatment was recieved and pt was released from the hosp. Reporter indicated that, once home, pt retested blood glucose, using the suspect device and obtained a result of ~500 mg/dl. Reporter stated that pt then tested on a different device and obtained a result of ~ 200mg/dl. No pt injury was reported. Quaility control testing had not been performed on the system. Tech support requested the return of the suspect product and replacement product was shipped.